Manufacturer narrative:
On february 22, 2022, the distributor reported the additional information: pump history was reviewed and an incomplete bolus alert was observed. No additional appearances of the alert were observed in pump history. Troubleshooting was performed and a bolus was delivered with no issues. Pump functioned as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Cause and treatment of low bg was not reported. Although requested, additional information was not provided.